Manufacturer narrative:
One 50ml ll syringe sample and one extension tube was received for evaluation by our quality engineer. Visual inspection of the syringe did not reveal any damages or molding defects. Visual inspection of the extension tubing revealed a crack at the connection site. The samples were functionally tested and during injection, leakage was observed through the crack of the connection tip. As a lot number was unknown for this incident, a production history review could not be completed and additional retained samples could not be investigated. It has been determined that the crack was produced on the connection tube due to over-screw and that the defect was not related to the 50ml bd plastipak syringe. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the unspecified bd plastipak there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd plastipak¿ there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed and a cause for the reported incident could not be determined. Since lot number is unknown DHR review cannot be done. Since lot number is not available no retained samples can be evaluated. During manufacturing process in assembly station tightness test is done to every syringe. In case any fails it is automatically rejected to scrap. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304).

Event description:
It was reported with the use of the unspecified bd plastipak¿ there was an issue with leakage. There was no report of injury or medical intervention.